Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Pre- accelerated stress test (ast) 15 min 1000ml simulated treatment (self-test) was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found on the rear panel near the speaker and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. The cause of the observed dried fluid and fluid could not be determined. A review of the production record review showed that there were multiple approved temporary deviation notices (dns) noted in the production of this lot; however, they are unrelated to the reported complaint event. There was no other indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. There is no recall associated with this complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cycler set door of their cycler morning after their pd treatment. The patient confirmed the cycler did not alarm prior to the leak event. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler is scheduled to be issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Additionally, the patient stated that they attempted to use the cycler after the fluid leak on the night on (B)(6) 2021 and received a balloon valve leak alarm during drain 0 of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is scheduled to receive a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cycler set door of their cycler morning after their pd treatment. The patient confirmed the cycler did not alarm prior to the leak event. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler is scheduled to be issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Additionally, the patient stated that they attempted to use the cycler after the fluid leak on the night on (B)(6) 2021 and received a balloon valve leak alarm during drain 0 of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is scheduled to receive a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.